Event description:
Edited text: it was reported that after repeated attempts at implant, the physician was unable to get the helix to extend or retract while in the body. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found.